Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging, her onetouch ultralink meter, was displaying inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. One week prior to contacting lfs, the patient alleged obtaining blood glucose results of "315mg/dl" with his lfs meter, and "192mg/dl" on a ot ultramini meter performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% or <=30mg/dl. The patient reported using novolog insulin pump therapy on a sliding scale to manage her diabetes. The patient claimed she made no changes to her usual diet or activity level on the day of the alleged issue. However, the patient reported in response to the high reading, she increased her dose of novolog insulin to 6 additional units. The patient reported she developed no symptoms due to the alleged issue. The patient denied receiving any medical intervention in response to the alleged issue. At the time of troubleshooting, the cca confirmed the patient was using the approved sample site for testing and the subject meter was in the correct unit of measurement at the time of testing. The cca noted the patient's testing process is correct. However, a control solution test was not run due to the reporter not having testing supplies available. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or medical intervention from a third party suggesting an acute complication of diabetes occurred. However this complaint is being reported because the patient performed a meter vs. Another meter comparison, where the calculated results of the readings meet lfs' criteria for accuracy reporting.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.